Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2013-13937 and 1627487-2013-13938. It was reported the patient had stated her stimulation had changed approximately a week ago. X-rays revealed the top header port lead was slightly pulled out of the ipg. A sjm representative was able to reprogram the patient using the existing bottom port lead. The patient was to have a CT/myelogram scan and follow-up with her physician. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.